Event description:
It was reported that the device may have reached the elective replacement indicator [eri] prematurely. It was also reported that the device was not pacing, there was no high voltage therapy and the physician was "not at all happy with the battery performance". The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary:the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.